Event description:
It was reported that during a lap chole procedure, the device jammed while clamped on the bile duct. The device would not open and began to tear the duct. The device did eventually open and the duct was fine. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.